Manufacturer narrative:
The hillrom technician found the control membrane on patient left siderail needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in feb 18, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left patient control to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was raising and lowering on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).